Event description:
This is a solicited case report received from a health professional in (B)(6) on 17-nov-2016 which refers to a female patient of unspecified age who was involved in a reimbursement or compensation activity, study number: (B)(4). Patient had essure inserted on an unspecified date. During the essure insertion, the insert was broken in hysteroscope. The pharmacist reported that a part of the sheath remained in hysteroscope. During a procedure performed later, in another patient, a fragment of essure insert, used during the previous insertion procedure, came out at the time of introduction of device into hysteroscope (another case was created for this patient). Company causality comment: a female patient of unspecified age had essure (fallopian tube occlusion insert) inserted and during essure insertion, the insert was broken in hysteroscope. The event is regarded as anticipated according to the reference safety information for essure. In this particular case, the device breakage occurred during insertion procedure, therefore a causal relationship with essure cannot be excluded. This case was regarded as other reportable incident due to the device breakage, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. Further information and product technical analysis are being sought.

Manufacturer narrative:
Most recent follow-up information incorporated above includes: on 19-jan-2017: on 19-jan-2017, reporter did not respond to final follow-up attempt. (B)(4). Company causality comment: a female patient of unspecified age had essure (fallopian tube occlusion insert) inserted and during essure insertion, the insert was broken in hysteroscope. The event is regarded as anticipated according to the reference safety information for essure. In this particular case, the device breakage occurred during insertion procedure, therefore a causal relationship with essure cannot be excluded. This case was regarded as other reportable incident due to the device breakage, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. Based on the available information a product quality defect could not be confirmed but is considered plausible. Further information could not be obtained, despite follow-up attempts.

Manufacturer narrative:
Quality safety evaluation of ptc received on 19-dec-2016: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). The essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed. User attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We were unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the available information a product quality defect could not be confirmed but is considered plausible. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. Since no medical events were reported at this point in time, the assessment of a relationship with a quality defect, as well as, a batch investigation with respect to similar ae cases are not applicable. Company causality comment: a female patient of unspecified age had essure (fallopian tube occlusion insert) inserted and during essure insertion, the insert was broken in hysteroscope. The event is regarded as anticipated according to the reference safety information for essure. In this particular case, the device breakage occurred during insertion procedure, therefore a causal relationship with essure cannot be excluded. This case was regarded as other reportable incident due to the device breakage, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. Based on the available information a product quality defect could not be confirmed but is considered plausible. Further information is being sought.